Event description:
Pt was to be scanned on her left hip. Pelvic array coil was used. No image was produced so sequence was changed to use body coil. When pt was removed from scanner after exam, she complained about a burning sensation. Operator noted a pinkish color in the area. No blisters or bright red areas were visible.

Manufacturer narrative:
H7. All coils that were distributed are being repaired. Problem: it was found that under certain circumstances the decoupling circuits in the pelvic array coils for 1.5t edge systems became self-canceling which could lead to excessive power dissipation. This dissipation resulted in localized heating. Solution: the design of the decoupling circuit was modified to detune the decoupling inductors so that the effect on the decouplers and the potential for localized heating was minimized. This modification is fully described in the technical report a97-060. An affm kit was assembled and a mandatory letter (#388) was issued in order to modify all 1.5t edge pelvic aaray coils currently in distribution. This incident can be officially closed out.